Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. The lay community, the popular press and medical literature has raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis and syndromes which mimic systemic lupus erythematosus. Available information does not permit precise quantification of risk. Neurological problems have been reported in a small number of breast implant patients who also exhibit immunological symptoms. Mentor has completed extensive biocompatibility studies on the polymer materials used in manufacture and finished devices. None of these studies have shown any indication of inducing immune responses. Studies on carcinogenicity, mutagenicity, hemolysis, dna transfers, responses to particulate formation, etc. Have all shown these materials to be safe. Evidence suggests that such diseases or conditions are no more common in women with breast implants than in women without implants. Concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in literature with small numbers of women with implants. Scientific expert panels and literature reports have found no evidence of a consistent pattern of signs and symptoms associated with these diseases in women with breast implants. Additionally, having rheumatological signs and symptoms does not necessarily mean a patient has a connective tissue disorder or autoimmune disease. Per the FDA¿s ¿update on the safety of silicone gel-filled breast implants¿ published in june 2011, ¿there is no apparent association between silicone gel-filled breast implants and connective tissue disease, breast cancer, or reproductive problems.¿ furthermore, the institute of medicine (iom) of the national academy of science released a final report stating ¿a review of seventeen epidemiological reports of connective tissue disease in women with breast implants was remarkable for its consistency in finding no elevated risks or odds ratio for an association of implants with disease¿there is no evidence that silicone implants are responsible for any major diseases of the whole body. Women are exposed to silicone constantly in their daily lives. There is no plausible evidence of a novel autoimmune disease caused by implants.¿ based on these reports, product evaluation is unable to confirm that the reported complaints are device related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. Additionally, trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance." A second product was received (lot-serial). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. "(If applicable) each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/12/20, additional information indicated that after the removal of implants, in left implant there was air pockets times 4, with rupture. The report also indicates that the left side had issue with capsular contracture baker grade ii. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
Med watch number: mw5091993. It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel, 350cc silicone breast implants which the patient reported 48 symptoms of breast implant illness: severe anxiety, severe suicidal depression, raynauds syndrome onset 2 weeks after augmentation (could not hold onto things), food allergies, ibs, rashes, hives, , shortness of breath shoulder pain, back pain, joint paint, nerve pain, was diagnosed with ms without MRI, eye problems, blurry vision, throat itching, dry cough, shortness of breath, low libido, headaches daily, worst brain fog (can no longer drive), muscle soreness, fatigue, muscle spasms, bones "creak when walking", nausea, stomach pains, fibromyalgia, constantly have to urinate, heart palpitations, candida in gut, pain in back of the knees, vertigo, insomnia, limb numbness, fever and chills, night sweats, temperature intolerance, sensitivity to light and sound, hair loss, as soon as she would step out of the shower she would smell so bad, slow healing, re-occurrent illness, inflammation in all joints, swollen lymph nodes, ringing in ears (comes and goes), burning in underarms, cold hands and feet, felt like she had soft spots on the head, skin felt as though she had sunburn all over the skin, severe hip pain. Left side rupture discovered during removal surgery. As a result, patient underwent bilateral removal on (B)(6) 2020. After removal patient expressed most of her symptoms were subsided. This report is for the right side.